Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: a review of the pump black box showed one unexplained pump reboot. A visual inspection of the pump revealed the battery compartment was cracked. There was no evidence of moisture contamination inside battery compartment. The battery cap was not returned. A test battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible using the test battery cap with tones and vibrations indicating that there was power to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and evidence of moisture was observed on the printed circuit board. The complaint of no power was shown in the pump history but was not duplicated during investigation.